Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: visual inspection revealed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all of the keypad buttons responded normally. The keypad cover was removed for further investigation and contamination was visible under all of the key contacts. Unrelated to the keypad button issue, the display screen was dim, pink and had fading lettering. A crack was observed at the top of battery compartment, toward the pump case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow button was hyper-responsive and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.